Event description:
Irregular flap was observed on both eyes when cutting corneal flap using microkeratome. Doctor elected to postpone the procedure. The flaps were repositioned and patient was sent home.